Manufacturer narrative:
It was reported that the cautery tip broke during a cardiac surgical procedure. The broken piece was removed without injury to pt or clinician. It is not known if the tip had been physically manipulated by the clinician prior to or during use. Bovie medical is the manufacturer of this device. It has not been returned to us. When and if it is returned, it will be forwarded to the manufacturer for review and determination of the need for any corrective action.

Event description:
The cautery tip broke during a cardiac surgery. No injury to pt or clinician resulted.